Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device delivered atp and shocks in different episodes due to atrial driven events it also contributed to pacemaker mediated tachycardia (pmt). Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received three inappropriate anti-tachycardia pacing and three inappropriate shocks in different episodes due to atrial driven events it also contributed to pacemaker mediated tachycardia (pmt). After four years later, the ICD was explanted due to normal battery depletion. No additional adverse patient effects were reported.